Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2009, a company rep reported that the pt was experiencing "problems with infusion set coming unhooked". Upon f/u with the pt on (B)(6) 2009, she stated that the infusion set tubing did not properly "snap" into the infusion set headset. She stated that she did not hear the connection click into place. She stated this occurred at least 2 times and she found the infusion tubing "was just hanging". No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion sets were discarded. No product will be returned for eval.